Manufacturer narrative:
Stryker evaluated the customer's device and verified the device will not turn on. The customer was provided with a replacement battery to resolve the reported issue.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.